Manufacturer narrative:
(B)(4).

Event description:
It was reported the junction between the luer hub (red) and the extension line was leaking. The device was removed the following day. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed on the juncture hub. It was also noted that the catheter body was intentionally severed at the 35cm marking. The severed portion was not returned for analysis. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub (pink hub). Despite the hole, a portion of the extrusion was still molded within the luer hub. No other defects or anomalies were observed. The catheter body length from the juncture hub to the point of separation measured 14" which indicates that 1 5/8"-2 1/8" of the catheter body was severed and not returned for analysis (per the catheter product drawing). The distal extension line outer diameter measured .0930" which is within the specification limits of .0930"-.0970" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured .056" which is within the specification limits of .055"-.059" per the distal extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place". Water leaked out of the hole in the distal line. No leaks were observed when injecting the proximal line. A manual tug test confirmed the distal and proximal extension lines were secured to its hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the junction between the luer hub (red) and the extension line was leaking. The device was removed the following day. No patient harm reported. The patient's condition is reported as fine.